Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in fair condition with the housing cracked. The device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed error code 1660. There was no patient involvement.